Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system made a loud popping noise from the x-ray tube during a case. The 9900 system was rebooted then had grainy images. The procedure was completed. No pt injury was reported.